Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 2. On 2023-10-25, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.